Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd nexiva single port with maxzero, 22g x 1.0" the safety mechanism was difficult to engage properly. There was no report of patient impact. The following information was provided by the initial reporter: problem: when attempting to remove the needle, it was very difficult to remove . In most of the incidents , the needle needed to be wiggled around before it could be removed.